Manufacturer narrative:
The iab was returned with the membrane completely unfolded. No blood was visible on the catheter. A kink was observed on the inner lumen within the membrane approximately 6.1cm from iab tip. A second kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 1cm from the rear seal and measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. The penetration appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site name: (B)(6) hospital. Event site telephone: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint: (B)(4).

Event description:
It was reported that after initiating intra-aortic balloon (iab) therapy, there was a gas loss alarm. The iab was removed and blood was seen inside the balloon. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a